Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that a week before her appointment on (B)(6) 2022, the doctor determined that there was an issue with her pump. She stated that she was not aware of what the issue was, but she was told that they would need to wean her off her medications and have a revision done. The revision was not yet scheduled. She stated that she would be ¿programmed for bolus enabled for a week at 1.75¿ and then the next week it would be lower and then she would return to her healthcare provider (hcp) after that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter (s/n (B)(6) identified damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type catheter pr oduct ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: (B)(6) 2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 2 mg/ml at 0.1 mg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported the pump segment was replaced using the 8784 revision kit on (B)(6) 2022. It was further reported the patient recently presented to physician office with reports of poorly controlled pain. Her physician performed a catheter access study in office on (B)(6) 2022 and found the catheter to be obstructed. No falls were reported. Diagnostics/troubleshooting included a negative catheter access study on 2022-mar-16.. Plain film thoracic and lumbar spine x-rays on (B)(6) 2022 demonstrated the catheter tip at the t6/7 interspace. In preparation for a catheter revision surgery, the patient was seen in the clinic multiple times following the negative catheter access study to slowly reduce her intrathecal dosing. The patient was taken to the operating room on 2022-jun-02. She was placed in a right lateral position. The physician started by first opening the pump pocket. He proceeded to dissect out the pump and the intrathecal catheter. Once this was completed, he again attempted to aspirate cerebrospinal fluid (csf) from the catheter access port, but still had no return of csf. The pump was then disconnected and placed on the sterile surgical field. Next the physician proceeded to open up the lumbar spine incision. After dissecting down to the anchor site, he noted that there was a kink in the catheter located at the distal end of the catheter anchor. He slightly retracted the intrathecal catheter, at which time there was spontaneous flow of cerebrospinal fluid from the proximal pump segment. The physician was concerned that there was too much ¿memory¿ remaining in the spinal segment of the catheter where the kinking had occurred, which could result in recurrence of obstruction; therefore, he trimmed 1 cm from the spinal segment. He then slightly retracted the pump segment back towards the spinal segment, to allow for less tension. He was given an 8785 accessory revision kit to use a collet to reattach the spinal segment to the pump segment. Because there was some fraying of the catheter noted at the hub/bell of the pump segment, he also opted to replace this. He was given an 8784 proximal pump segment revision kit, which was measured to the exact length of the previous pump segment. He then used a second collet from the 8784 revision kit to attach the pump segment back to the spinal segment. The pump was then reattached, and the physician once again aspirated csf from the catheter access port with success. The pump was placed back in the existing pump pocket and the incisions were closed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿ .the patient¿s medical history was asked but unknown.